Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax light mesh on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax light mesh. Attorney alleges that the patient sustained injury, experienced emotional distress and the device was defective.